Event description:
It was reported that the patient passed away two days after implant of the extravascular implantable cardioverter defibrillator (ev-ICD) system. A cause of death was provided as hypertensive cardiovascular disease associated with morbid obesity with diabetes mellitus identified as the primary underlying cause. It was further noted that the death was unattended and was a possible heart attack.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device never set rrt while implanted. Review of save to disk data showed that the device had 1,766.60 seconds of total charge time which led to the low battery voltage. Most of which was after explant. The device was returned with the lead still attached to the device. The device current drain was normal for this device over the range of battery voltage it operated under during its service time. The device passed shocking functional testing. There was no evidence of a high current drain condition on the hybrid and no hybrid anomalies were observed. The device was found to meet specifications for normal device operation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.